Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fridge failure. A field service engineer replaced the micro switches, checked the alignment and voltage to the board, tested the probe and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge that would not open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.